Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. The unit's voice message does not play when weight is removed from the sensor pad - only a clicking sound can be heard. There is battery leakage and corrosion on the flat contacts and battery springs and all the pins inside the sensor receptacle are corroded. The unit passes all other functional tests. (B)(4).

Event description:
Customer reported when the alarm is set to the voice and tone mode, a crackling sound is heard when the alarm sounds. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.